Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The pump was received with cracked case at the battery tube threads and reservoir tube lip. The pump also had a minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 468 mg/dl. Customer reported that he had an uncomfortable feeling in his body and when he checked his blood glucose reading it was 405 mg/dl. Customer called ems and was transported to the hospital. The customer treated his high blood glucose with insulin pump and was treated in the ER then released from the hospital. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump had a motor error alarm. The insulin pump was exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.